Event description:
It was reported by the patient's son that the patient had gone through a store metal detector recently, and was now 'feeling pauses.' Interference was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)